Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date patient with degenerative lumbar scoliosis underwent posterior fusion and interbody fusion from l2 to the ilium with the use of the medical device (spinal rod) and the concomitant medical devices (spinal screw, etc.) Postoperatively in (B)(6) 2015 it was observed that screw at il was coming off with back pain so revision surgery was scheduled. On (B)(6) 2016: when the surgical site was opened, fracture of the spinal rod, and loosening of the spinal screw was found in the right side of l5 and both sides of the sacral and the ilium; consequently, the spinal rod was replaced and the fixation range was extended up to th10.